Event description:
Customer received a result of 25.1 mmol/l on the mobile system, and a result of 6.6 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the test cassette was not returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278244, expiration date 11/30/2014). (B)(6). Will not be returned to manufacturer.